Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-sep-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23031.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results of 9 mmol/l on a 78 year old female patient with mild weakness. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested results I-stat: (B)(6) 2023 ,2:15 ,12:17 ,9.0 (mmol/l). Lab: (B)(6) 2023 ,ni ,ni ,4.0 (mmol/l). The customer believes their issue is hemolysis of red blood cells. The customer also states that both I-stat 1 samples yielded on ionized calcium and on anion gap. Apoc also suspects that the samples were in fact hemolyzed. However, this was not confirmed at the time of this report. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.